Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, on (B)(6) 2019, while the surgeon was backslapping the tibial nail after insertion during an intramedullary nailing lt tibia procedure, the driving cap sheared/broke off from the insertion handle. The surgeon was driving the nail in a backwards or upward (reverse) direction to gain fracture site compression. Compression was achieved as device broke on last hammer blow. All the pieces were removed. No surgical delay and no consequence to patient was reported. Surgical outcome is unknown. Concomitant device reported : unknown tibial nail (part # unknown, lot # unknown, quantity unknown), insertion handle (part # 03.010.440, lot # unknown, quantity 1), unknown hammer (part # unknown, lot # unknown, quantity unknown). This complaint involves one (1) device. This report is for one (1) driving cap. This is report 1 of 1 for (B)(4).